Event description:
The customer reported that the fiber cap detached inside the pt at 67,990 joules during prostate vaporization. The cap was retrieved. The procedure was continued with a second fiber, which also reported (reference MFR report number 2937094-2012-00397) and was completed with a third fiber. It was reported that there was no harm to the pt as a result of this event.